Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl and blurred vision, confusion and cognitive impairment. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reported provided self-treatment in the form of glucose tablets. The reporter alleged that the pump program for basal delivery jumped from active program #4, ¿life¿ program to program #2, ¿pancreas off¿ program leading to over delivery of insulin that ultimately led to hypoglycemia. The patient reportedly denied accessing the basal program and making the reported change to the programs. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, the black box and the basal history had been overwritten. It was unable to be determined which basal program was being used on the event date. The duration of the available black box history showed the basal program 4 was being used. The pump history showed the user manually changed all basal programs to 0.000u/hr before returning the pump. The pump was exercised for 24 hours with a basal program 1 set to 2.0u/hr. At end of 24hrs no changes to the basal program were observed. No hypersensitive or stuck keys were observed on keypad. The last basal delivery was on (B)(6) 2017. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint, information for the complaint is overwritten. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.